Event description:
Pt began to feel ill during the afternoon of 12/9/98. Her blood glucose level was 515 mg/dl. She went to the emergency room, where her blood glucose level was reduced from 681 mg/dl to 200 mg/dl with the administration of intravenous insulin. Later in the day, her blood glucose level returned to 318 mg/dl and has been erratic ever since that time. She has changed her set, catheter and other components without successfully gaining control of her blood glucose level. She discontinued taking naproxen 3 days before because she experienced erratic blood glucose levels the last time she used that medication.